Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a handpiece presented with an occlusion during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found a nonconforming strain relief. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece which found the phaco handpiece to meet product specifications. The returned sample was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications per manufacturing test procedure (mtp). Testing found the phaco handpiece to meet product specifications per mtp. Therefore, the customer reported event was not able to be confirmed. The phaco handpiece was manufactured on march 22, 2016. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative observed this handpiece during surgical cases and was unable to observe any abnormal behavior during this event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The handpiece was manufactured on march 22, 2016. Based on qa assessment, the product met specifications at the time of release. It should be known that occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The root cause cannot be determined conclusively. (B)(4).